Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-feb-2019 with the following findings: during investigation, there were multiple loss of primes observed following occlusion alarms in the black box on date of reported loss of prime; the force at time of occlusions is high. The rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. There were no occlusions or loss of prime occurred during testing. An occlusion was induced during testing and the pump gave an appropriate audible and visual ¿occlusion detected¿ alert.